Event description:
It was reported that there was an atrial pacing lead impedance measurement that was up to 2200 ohms with the pacemaker system. Technical services (ts) analyzed device episode data and found that a lead safety switch (lss) occurred due to atrial lead pacing impedance out-of-range. This changed the sensing configuration to unipolar. While in unipolar, there was oversensing of myopotential noise which resulted in extra brady pacing delivered and inappropriate atrial tachy response (atr) episodes. There were also past episodes with electromagnetic interference (emi) noise due to patient's work activity. Ts discussed programming options as troubleshooting. This ra lead was a non-(B)(6) product. No additional adverse patient effects were reported. Currently, the pacemaker system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).